Event description:
It was reported that the device has an unpleasant odour. Patient developed a wound infection during the treatment with the pump.

Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A review of the associated manufacturing batch records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.

Manufacturer narrative:
Our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated; a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems occurring during manufacturing of this product in relation to the reported issue due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. This review stated that no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.

Manufacturer narrative:
Corrected information.

Event description:
It was reported that a patient developed a wound infection during treatment with a (b(4) touch.